Event description:
During evaluation of a returned spectrum iq pump, one of the soft keys was found to be inoperable. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, one of the soft keys was found to be inoperable was reproduced through visual review. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was attributable to soft key was worn out and inoperable. The keypad is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.